Manufacturer narrative:
Detailed product information was not available as the event occurred post procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post pulse field ablation procedure involving a farawave catheter, the patient experienced severe shortness of breath which prevented them from walking across the room without gasping for air. They were also unable to lie flat. The patient was admitted to the emergency room on (B)(6) 2025 as instructed and underwent a second ablation procedure to treat atrial fibrillation, typical atrial flutter, and atypical atrial flutter on (B)(6) 2025. The subject was discharged on (B)(6) 2025 and is in stable condition. The patient had previously undergone pulse field ablation procedure on (B)(6) 2024.

Manufacturer narrative:
Correction to blocks a2, a3, and a4 with patient information. B5: describe event or problem- corrected to include note of posterior wall ablations that were performed. Detailed product information was not available as the event occurred post procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post pulse field ablation procedure involving a farawave catheter, the patient experienced severe shortness of breath which prevented them from walking across the room without gasping for air. They were also unable to lie flat. The patient was admitted to the emergency room on (B)(6) 2025 as instructed and underwent a second ablation procedure to treat atrial fibrillation, typical atrial flutter, and atypical atrial flutter on (B)(6) 2025. The subject was discharged on (B)(6) 2025 and is in stable condition. The patient had previously undergone pulse field ablation procedure on (B)(6) 2024. Posterior wall ablations were performed.